Event description:
Reporter stated the customer was hospitalized with hyperglycemia, and she alleged the insulin delivery of the infusion device is inaccurate. She experienced dizziness and chest pains and called an ambulance, and her blood glucose was above 40.0 mmol/l when the paramedics arrived. She was hospitalized for 24 hours and treated with insulin. No additional information was provided. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.